Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified two pinhole leaks at the site of the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. During functional testing, the device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture has occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a balloon rupture has occurred when the device crossed the lesion and inflation was tried to perform. The blade appears to be firmly attached visually. The physician comment was a self-inflicted injury has occurred with the blade when the device crossed the lesion and a balloon rupture has occurred. The procedure was completed with a different device. No patient complications reported.

Event description:
It was reported that a balloon rupture has occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that a balloon rupture has occurred when the device crossed the lesion and inflation was tried to perform. The blade appears to be firmly attached visually. The physician's comment was "a self-inflicted injury has occurred with the blade when the device crossed the lesion and a balloon rupture has occurred. The procedure was completed with a different device. No patient complications reported.